Manufacturer narrative:
This case was reported under the wrong system s/n (B)(6). The field service engineer confirmed that the correct system s/n is (B)(6). This transducer is associated with system (B)(6) and will be investigated in (B)(4). Note: the transducer has not been investigated as of this date. As the 'date received by mfg' is a mandatory section, today's date was populated for the record to process.

Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The customer requested a replacement transducer to resolve the customer¿s issues. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.